Event description:
It was reported that during a hemiorrhoidectomy procedure, the device produced an incomplete staple line, only semi-circular but cut completely. The procedure was completed with hand suturing. There was no pt consequence.